Event description:
A customer contacted baxter's technical service center reporting a low drain volume during the initial drain on home choice (hc) and the home patient (hp) stated there was air in the patient line. The technical service representative (tsr) advised to end therapy and the hp would need to start over with new supplies and contact the registered nurse (rn). There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for low drain volume alarm is confirmed because it was reported in the event description that air was in the patient line. The assignable cause code was air in the patient line because the origin of the air was identified in the activities.